Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every 5th day, duration and route not reported) and "ceftazedime" injection (1 gram, every day, duration and route not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the physician was planning to remove the catheter, at the time of this report, the patient was not recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.